Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported.

Event description:
It was reported that the pusher wire was caught and difficult to remove. A 6mm x 20cm interlock coil was selected for use for the embolisation of the popliteal aneurysm. During procedure, after fully deploying the coil using intermittent flush, the pusher wire became caught in the coil nest and started pulling the coil nest out of position. The device was difficult to remove. Then, the user manipulated the wire by pushing and pulling the wire while gently turning it clockwise for 10 minutes until it released. The procedure was completed with the original device. There were no patient complications reported.